Event description:
It was reported that a user experienced a low blood glucose value of 41 mg/dl while using the ilet system and contacted support regarding hypoglycemia concerns; the user synced the ilet with the app and reviewed cgm target settings, and logs suggested the user had been announcing meals in smaller amounts and at times to correct highs due to concern that usual announcements would lead to lows. Symptoms included hypoglycemia without reported injury or need for medical intervention. Outcomes included no hospitalization, no medical treatment, and no adverse sequelae. Investigation included review of device logs and user-reported use patterns, along with troubleshooting and education. Investigation of this case revealed suboptimal meal announcement behavior as a likely contributor to the hypoglycemic event, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that user handling related to meal announcement practices was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.